Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off twice by itself during a patient event. Each time the device was powered back on by the customer. After the device was powered on the second time, the device remained powered on. The customer reported that the device was only being used to monitoring the patient and there was no defibrillation needed. No further details about the patient event or the patient were provided by the customer. This issue is patient related; however, there was no adverse patient outcome reported.